Event description:
The hospital's rn contacted manufacturer's technical support and stated they had to stop and disconnect the patient from the cycler in the middle of his treatment. Patient was taken to intensive care unit because, he had a cardiac arrest around 4:30a.m. The rn stated, the patient was doing well at 7:00a.m. Findings from the medical records: the patient was presented at the emergency room on (B)(6) 2015 with increased confusion, falling and weakness. These issues wax and wane and have been ongoing since his coronary artery bypass graft in (B)(6) 2014. He was hospitalized november, 2014 for the same issues and discharged to a long term care treatment facility for therapy. However, the patient's cycles of confusion and falls have returned. The patient was admitted with 'likely uremic encephalopathy, altered mental status, frequent falls and chronic kidney disease requiring peritoneal dialysis. On (B)(6) 2015, the patient was found to be in respiratory arrest and pulseless electrical activity requiring emergent intubation. Advanced cardiac life support was performed and the patient was placed on continuous mechanical ventilation with neuromuscular sedation and transferred to ICU. The patient was started on intravenous antibiotics due to aspiration pneumonia. Medical records reveal the patient had period of choking and vomiting two weeks prior to his hospitalization. The patient was successfully extubated several hours after this event.

Manufacturer narrative:
This is one event of four events involving the same patient and three separate products. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted there is no documentation in the medical record showing the patient was receiving dialysis treatment at the time or within four hours of this cardiac arrest event. There is no documentation in the medical record showing any causal relationship between the liberty cycler, peritoneal dialysis solution, or peritoneal dialysis products and the patient's cardiac arrest. A supplemental report will be submitted upon completion of the plant's investigation. Medications: zyloprim, ecotrin, wellbutrin xr, vitamin d3,synthroid, cozaar, prilosec, prednisone, azopt opthalmic suspension, cozaar, lopressor, renvela.